Event description:
It was reported that during preparation for a surgical graft placement procedure, the packaging of the device was allegedly found to be unsealed. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2028) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a surgical graft placement procedure, the packaging of the device was allegedly found to be unsealed. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo was provided and reviewed. The photo shows one outer packaging of the sauvage fiber. A tear was noted to the seal on the outer box. Based on the photo review the reported event can be confirmed. One sealed sauvage filamentous knitted polyester fabric was received for evaluation. Upon visual evaluation, a tear was noted to the seal on the outer box. Sample 1 within the box was noted to be sealed and therefore not decontaminated. No other anomalies were observed. Therefore, the investigation is confirmed for the reported unsealed device packaging as a tear was noted to the seal on the outer box. A definitive root cause for the alleged unsealed device packaging issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.